Event description:
Company rep observed during training that the treatment entry screen displayed zero millimeters, as vertex distance value selected earlier by the users. When users were asked why they decided on the selection of zero, they responded that they were not aware of the entry. Review of past surgery day cases showed one eye was inadvertently treated by the facility with a vertex distance value of zero. Surgeon could not recall the outcome of case. Follow up attempts to understand outcome have not gained a response.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).